Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken guidewire was confirmed. The product returned for evaluation was one accucath peripheral IV catheter assembly. Usage residues were observed throughout the sample. The safety button was depressed and the needle was partially withdrawn into the housing. The needle tip remained exposed. The failure of the needle to fully withdraw appeared to be caused by coagulated blood products within the needle preventing guidewire movement. The guidewire was partially extended. A break was observed in the wire proximal of the coil. The coil was not returned for evaluation. Microscopic inspection of the break in the guidewire revealed a granular fracture surface. Curved shape memory and material necking were observed in the vicinity of the break. The wire break features were consistent with material failure due to tensile (pulling) stress. The use residues suggested that tensile stress occurred during attempted device placement. It appeared that the tip of the wire became stuck, and subsequent pulling caused the wire to break. Evaluation findings are in section h.11.

Event description:
It was reported "went to pull back the wire and it felt like it broke off in the patient. Did an ultrasound and x-ray and did not locate the wire. Patient was covid positive with extremely dehydrated veins." Additional information received 09/23/2020: "what type of catheter securement was utilized? None- catheter wire broke on insertion" "placement date: 9/5/2020".

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "went to pull back the wire and it felt like it broke off in the patient. Did an ultrasound and x-ray and did not locate the wire. Patient was covid positive with extremely dehydrated veins." Additional information received 09/23/2020: "what type of catheter securement was utilized? None. Catheter wire broke on insertion". "Placement date: (B)(6) 2020".